Event description:
Sensing and threshold anomalies were observed on follow up. The device was explanted and replaced. The patient is in good condition with no adverse consequences.

Manufacturer narrative:
The field report was a sensing and threshold anomaly, which was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination revealed no indication of conductor fracture. Shorting was noted between the conductors and destructive analysis identified a cut in the inner insulation, which was damage consistent with that occurring at the time of explant. Additional anomalies noted were consistent with procedural damage. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.